Event description:
A nurse reported that during a vitrectomy procedure, they noticed that the haptic was half cut and located inside the cartridge. The lens was removed and replaced with another iol during the same procedure. No patient harm occurred. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).